Event description:
Medtronic received a report that a solitaire delivery wire was cut off. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was undergoing a normal thrombus collection procedure. The device was removed from the package and the thrombus collection surgery was performed. When the thrombus was collected, the delivery wire of the stent was cut off, leaving the stent in the body. Subsequently, it was safely collected by using another company's stent retriever, so patient was not affected. There were no abnormalities in the appearance of the package. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis of sfr4-3-40-10, lotno:b602561 ¿ damage location details: the solitaire x revascularization device was returned separated into two segments. The solitaire x pusher was found separated at ~190.0cm from the pusher¿s proximal end; ~9.0cm from the pusher¿s distal end. The solitaire x pusher was found bent at ~7.0cm and ~5.5cm from the pusher¿s distal end. The solitaire x stent was found still attached to the pusher and in good condition. No damages were found with the stent¿s non-working and working length struts. ¿ testing/analysis: the separated solitaire x pusher was sent out for sem failure analysis. Per the sem report, the broken end exhibited dimple rupture features consistent with a tension overload fracture. ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿pushwire break/separation¿ report was confirmed as the pusher was found separated into two segments. Device separation can occur due to vessel tortuosity, delivery/retrieval friction, a higher number of device passes, guide/balloon catheters or intermediate catheter integrity issues such as kinking, presence of pre-existing stenosis or calcified plaque, presence of hard clots/thrombus entanglement with overbending during the retraction process, not aligning the catheter with the proximal end of the solitaire device, or removal of the catheter prior to retrieval of the solitaire device. In addition, the solitaire x pusher can become damaged (kinked) if advanced against resistance. However, the cause of the device separation and pusher kink could not be determined as insufficient information was provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the device has been returned, but analysis has not been completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) stating that the cause of the break was not determined.